Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to ventricular tachycardia secondary to a left ventricular suction event. The pump speed was adjusted and the automatic implantable cardioverter-defibrillator (aicd) was interrogated; however no results were reported. No additional information was provided.